Manufacturer narrative:
Device evaluation: 1 x zso-7-4 of unknown lot number was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This file is linked to MDR ref #3001845648-2020-00958 for the first stent and MDR ref # 3001845648-2020-00764 for the following two stents used in off label capacity in this event. This file was created for the successfully placed device which was used off label to treat pseudocyst off duodenal wall. Documents review including IFU review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zso-7-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl.  It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0045-7) "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the use of the device in this case to treat pseudocyst off duodenal wall is not a stated use as per the IFU and therefore has not been tested in a clinical setting. Information received confirmed that 2 x zso-7-5 stents of lot number c1739949 were attempted to be deployed twice and failed, the customer is uncertain but believes that 1 x zso-7-4 stent was successfully deployed. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use in this case to treat pseudocyst off duodenal wall, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on the customer¿s testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As the lot number is unknown for this complaint therefore the manufacturer and expiration dates were amended on the 28/dec/2020 to reflect this. Supplement report is being submitted to amend the expiration date within section d.4 of this report.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is related to (B)(4) (emdr 3001845648-2020-00764) and is created to capture the off-label use of the replacement zso-7-4. The complaint description was previously reported to FDA in (B)(4) (emdr 3001845648-2020-00764). As per our internal qms, we have created this additional file to capture the second incident of off-label use with the successfully placed zso-7-4. The reportable date aware for this file will be 17-nov-2020 which is the date the additional file was created. We managed to deploy one 7fr x 5cm and were unable to deploy the second stent with the eus linear scope. The incident happened twice and we ended up deploying 7fr x 4cm. The product used to finish the procedure was continued to be used in an off label application. This file will capture the zso-7-4 being used off-label to treat a pancreatic pseudocyst.